Manufacturer narrative:
UDI: (B)(4). The reporter¿s phone number was not provided. Device evaluation: the actual device was returned for evaluation. The device was evaluated and it was determined that the trigger was blocked in the depressed position. It was further determined that the device failed pretest for check the power with test bench: minimum 110 to 160 watts, check triggers for forward/reverse mode, check for air leak, and general condition. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the forward of the compact air drive device malfunctioned, and the trigger was blocked in the depressed position. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.